Event description:
Pt 1 initial calcium result of 6.9 mg/dl. Same sample repeated recovered 8.3 mg/dl. Pt 2 initial calcium result of 9.0 mg/dl, repeat 8.2 mg/dl. Initial results were not reported. If add'l info is rec'd, appropriate notification will be provided.